Event description:
The customer reported an issue with the incorrect time settings on their insulin pump. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.